Event description:
It was reported that the johnson and johnson(jnj) intraocular preloaded lens (iol) had debris. The surgeon noticed debris on the posterior surface of the iol upon implantation. The iol was fully inserted and remains implanted in the eye. The debris appeared to be thread like material. It was firmly adhered to the lens surface and doctor had to flip the lens to loosen the attachment and eventually aspirate it. Customer thinks it was packaged like that as it is a preloaded lens. There was no capsule tear, vitrectomy or sutures required. There were no symptoms, and the patient seems to be doing well. The doctor explained that they've never seen something like that before and it's likely a stand-alone occurrence but wanted to let jnj know. No further information was provided.

Manufacturer narrative:
Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.